Event description:
The customer reported the sys would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The workstation plug was replaced. The workstation fuses were checked and the f1 fuse was replaced. The sys was tested and found to be working as intended and put back into svc.